Event description:
According to the reporter, intraoperatively, while suturing, when preparing for the suture thread after the patient resection, the needle detached for the three sutures. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant product: gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#: d3h2276y); gc-322 caprosyn* 3-0 vio 75cm v20 x36 (lot#: d3h2276y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The product was returned with an opened foil pouch and a retainer. The needle was returned disengaged from the suture. Additionally, the needle tip was observed to be bent. The suture was observed to be broken. The suture was measure with calibrated asset nh02505 and determined the suture length to be 12.75 inches. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was found within the swage hole indicating the suture broke at the swage. During microscopic inspection instrument marks were observed around the bend site at the needle tip. It was reported that the needle detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent needle. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.